Event description:
Determined to be reportable based upon analysis. It was reported that during a percutaneous coronary angioplasty, the balloon was unable to maintain pressure. The 90% stenotic lesion was located in the moderately tortuous left brachial vein. A 5f bsc sheath was placed and a non-bsc guide wire was advanced to the lesion. The symmetry balloon catheter was advanced over the guide wire and crossed the lesion; upon inflation, the balloon was unable to maintain above 12 atms. The symmetry balloon catheter was removed from the pt. Upon inspection, the physician observed damage to the balloon and distal tip of the catheter. The procedure was completed with another of the same device. No pt injury or complications were reported. The pt's condition was reported as "good". The returned product analysis revealed that the balloon sleeve was torn and detached from the distal balloon bond.

Manufacturer narrative:
Visual inspection of the returned product revealed that the balloon sleeve was torn and detached from the distal balloon bond. The distal balloon bond was intact. The tip of the device was inside the balloon when the device was returned; the tip was withdrawn from the balloon and found to be intact. The most probable root cause is determined to be operational context. All units shipped for the batch conformed to the preventive measures/current controls as per product spec.